Event description:
Multiple reports have come in over the last two months describing bd infusion sets leaking at the port connection. These reports have come from at least three of our campuses and all describe leaking at the same location on the tubing. Pictures available. Supply chain notified our local sales rep that we have received reports of leaking from multiple sites and that a report would be filed with the FDA.